Event description:
It was reported that this pacemaker could not be interrogated. The health care professional (hcp) noted that a year ago the magnet rate was 85bpm. Technical services (ts) noted a magnet rate of 85 implies the device is at elective replacement indicator (eri) and labeling recommends replacing a device within 90 days. Since it has been well past that point, the inability to interrogate device is suggestive of a depleted battery.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker could not be interrogated. The health care professional (hcp) noted that a year ago the magnet rate was 85bpm. Technical services (ts) noted a magnet rate of 85 implies the device is at elective replacement indicator (eri) and labeling recommends replacing a device within 90 days. Since it has been well past that point, the inability to interrogate device is suggestive of a depleted battery. New information received indicates that this device has been explanted and returned for analysis.